Manufacturer narrative:
A review of the manufacturing records for this lot did not reveal any non-conformity relevant to this reported event. The device was not returned to the manufacturer for an investigation. (B)(4).

Event description:
Distal posterior tibial artery was heavily calcified and a silverhawk es+ device failed to cross the distal lesion. It was reported that while advancing the device over the guidewire, there was resistance noted. Physician applied force while pushing, which prolapsed the guidewire and also damaged the tip. The silverhawk es+ device and the guidewire were removed from the patient. The procedure was completed using a 2.5x 200mm pta balloon. The patient did not experience any adverse consequences due to this event.